Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead exhibited invalid impedance readings for multiple lead contacts. The patient was reprogrammed around the invalid lead contacts, but he stated the stimulation was not as effective. X-rays were inconclusive, but appeared to show the lead may have partially pulled out of the ipg header. It was reported surgical intervention will be undertaken to address the issue. No further information is available at this time.